Manufacturer narrative:
Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). It was indicated that the device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting the intraocular lens (iol), haptic was deformed / damaged and iol was unusable. The lens was immediately removed and replaced in the same surgery. This event affected the operation process and prolonged the operation time. No additional information available.

Manufacturer narrative:
Patient weight and ethnicity: unknown/ not provided. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Email address: unknown/not provided. Zip code: unknown/not provided. Reporter telephone number: (B)(6). It was indicated that the device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting the intraocular lens (iol), haptic was deformed / damaged and iol was unusable. The lens was immediately removed and replaced in the same surgery. This event affected the operation process and prolonged the operation time. No additional information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: 03 feb 2022 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens handled during removal. A detached haptic and a damaged haptic were also observed which may have occurred during handling during loading and insertion. The complaint issue could be confirmed; however, this may be attributed to handling, and cannot be confirmed to be related to a manufacturing issue. No product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.